Manufacturer narrative:
This report is the follow up to MDR # 1045254-2018-00279. The evaluation didn't run pre-repair temperature tests as the report of overheating came at a later date. The evaluation found the internal components severely corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer alleged that the device is rotating slowly. Later communications with customer also revealed the device was overheating. There were no injuries reported as a result of this event.